Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to the software timing out during review of device data logs. The logs indicate that the device never fully turned off, therefore, the software timed itself out. Without receipt of the device, it could not be firmly established if the device did not power off or the device was not powered off by the user. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.